Manufacturer narrative:
Product investigation summary: the returned inner shaft was examined and the complaint condition was able to be confirmed as the distal prongs were found to be bent. The tip has signs of wear and tear. The manufacturing document shows that the production procedure was according to the specifications with no issues that would contribute to this complaint condition. The lot (8305047) was manufactured in july, 2013 with a total of (B)(4) parts produced according to specifications. Based on the received information, and without all of the involved parts, an exact root cause could not be determined. The t-pal instrumentation and implants were designed to be inserted at an angle of 10°-15° to the sagittal plane. If this orientation is not maintained (<10°), or if the implant is over rotated (>90° to the sagittal plane), it can result in jamming of the implant to the inner shaft. Therefore, it is likely that the damage to the prongs happened during the detachment of the implant with high force. No indication for product related issue was found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Lot of (B)(4) pieces was released based on step (B)(4) of the work order. No deviation nor any ncrs were marked in this document. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. (B)(6). (B)(4). Degenerative spondylolisthesis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a surgery for degenerative spondylolisthesis the t-pal spacer applicator inner shaft was not able to detach the t-pal spacer after inserting. Therefore, the surgeon removed the applicator inner shaft from the t-pal spacer applicator handle and tried detaching the spacer. However, the attempt did not work. Eventually, the surgeon wiggled t-pal spacer applicator inner shaft to detach the spacer, soon after the spacer was successfully released. The surgeon confirmed that the tip of the space applicator inner shaft was wider than normal. The surgery was extended for five (5) minutes due to this event. There was no patient harm reported. Concomitant reported part: 1x t-pal spacer (part and lot number unknown). This report is 1 of 1 for (B)(4).